Event description:
Baxter reports that there is a defect with the clamp of a transfer set. When removing the minicap from the line, liquid started to immediately flow out of the line. The set was in use for 3 days. There was no patient injury or medical intervention associated with this incident.